Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular channel. It was determined that the root cause of this was the dislodgement of the right ventricular lead. Due to this, the device inappropriately delivered a shock to the patient due to atrial fibrillation. It was also noted that there were changes to the patient's intrinsic amplitude. The lead was explanted and replaced. This device remains in service. No further adverse patient effects were reported.